Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the patient experienced soft tissue injury that resulted in hospitalization. It was reported that an adverse event occurred. The physician noted that there was resistance when attempting to remove the octaray mapping catheter. The catheter was removed from the patient and cardiac tissue was seen on the splines of the catheter. The patient remained in stable condition and no further medical interventions were made. The patient will be admitted and staying overnight for observations. At the time the physician seemed unbothered by the event, and thought it was caused by atypical patient anatomy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the patient experienced soft tissue injury that resulted in hospitalization. It was reported that an adverse event occurred. The physician noted that there was resistance when attempting to remove the octaray mapping catheter. The catheter was removed from the patient and cardiac tissue was seen on the splines of the catheter. The patient remained in stable condition and no further medical interventions were made. The patient will be admitted and staying overnight for observations. At the time the physician seemed unbothered by the event, and thought it was caused by atypical patient anatomy. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection, or dimensional issues were observed during the product analysis. Additionally, the device was introduced into a vizigo device, but not resistance was felt during the insertion. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).